Event description:
It was reported the devices were used during an unk procedure. It was reported by the affiliate that the clips were malformed and this caused the devices to become jammed. The clips are attached to one of the products. There was no pt consequence.

Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. There were three instruments returned. Instrument a fired and formed the remaining clips as designed with no difficulties noted. Instrument b was received empty and locked out therefore, further functional testing could not be performed. Instrument c was received with the lower shroud broken. No conclusion could be reached as to how the damage to the shroud occurred. If the jaws are closed over a hard object, or if excessive torque is applied to the instrument, the instrument can become damaged and may not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuouly improve co's products.